Event description:
It was reported that the day following a prophylactic lead replacement, the device exhibited ventricular oversensing, which was inducing pauses. The newly added ventricular lead was repositioned; however, once the lead was reconnected to the device, the oversensing continued. The lead was tested using an analyzer, and no issues were seen. The lead was then repositioned and reconnected several times, but the oversensing continued. The physician noted fluid in the header port after initial removal of the lead, as well as exiting the pace/sense port grommet after the last repositioning. It was also suspected that the temporary pacing catheter could have been causing the oversensing by 'banging' the distal coil, but the physician had pulled the catheter back and the oversensing continued. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.